Event description:
MFR review of the published journal article entitled "vns in drug resistant epilepsy: preliminary report on a small group of patients. Italian journal of pediatrics, 2010, 36:30. Emilio franzoni, et al." Noted a pt had worsening seizures with vns, and medication was added as an intervention. Attempts for further info are in progress.